Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve into a patient with a 1-degree bicuspid anatomy and a severely calcified annulus, with calcification extending to the left ventricular outflow tract, a 20 mm pre-balloon dilation was performed successfully. The annulus was measured to a perimeter of 71.5 mm , and a 26 mm valve was chosen. The delivery system was positioned with radiopaque markers at the bottom of the pigtail. Upon release at 80%, the valve was extremely under-expanded, and after waiting 3 minutes for the nitinol to expand, the valve was released and initially stayed in position. Due to the extreme under-expansion, a post-dilation was attempted, requiring a new puncture and another wire in the ventricle. However, during this time, the valve dislodged up. A non-medtronic valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012580923); product type: 0195-heart valves; implant date: (B)(6) 2025. Product ID: l-evolutfx-2329 (lot: 0012561877); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: cine images of the event were provided. There was not computed tomography (CT) or executive summary provided for anatomical consideration. There was no fluoroscopic check of the valve prior to implantation. It was reported that a successful pre dilatation was done with a 20 millimeter (mm) balloon. At the point of no recapture the valve appears to be under expanded. Two images of the same projection were provided. Per medtronic best practices multiples image projections may be helpful to detect a possible infold. When a valve appears under expanded it is recommended to remove system, perform pre dilatation, and implant a new valve on new delivery system. As reported above the valve was released and the physician proceeded with a post dilation to expand the valve. Evidence suggests that the balloon caused the dislodgement, however the dislodgement event was not captured. Another image showed the valve dislodgement. As reported the site went with a non-medtronic valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.